Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2, while the user was activating the toggle switch and let it go, the device remained activated. This happened at the end of the procedure and case was completed with he same device. Hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use were observed. Small amounts of tissue and charred blood were observed on the heating element. No visible defects were observed. The device was evaluated for electrical function. A pre-cautery test was performed. The device passed the pre-cautery test. To evaluate the safety shut down system, a polyfuse activation test was performed. The device passed the safety shut-down test. A temperature and resistance evaluation was conducted to evaluate the device function. The device passed the temperature measurement and resistance tests. Based on the results of the evaluation, the reported complaint was unable to be confirmed for any failure mode during testing. We were unable to reproduce a failure.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).